Event description:
It was reported that following recent trauma the patient experienced ineffective therapy. Diagnostics revealed high impedances on both leads. X-ray imaging revealed migration of one lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein one lead was replaced and one lead was explanted.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.